Event description:
It was reported that pump battery did not charge despite use of confirmed working outlets, tandem charging cable and wall adapter, and additional alternate cables and adapters, and charging connection was not recognized, although pump did not shut down and remained functional. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump into storage mode and return it using a prepaid label, and was informed that replacement pump would require manual entry of pump settings and reconnection of continuous glucose monitor, while technical support arranged shipment of replacement pump under warranty.